Event description:
The tip of the device broke during screw insertion. It was retrieved from the patient.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Manufacturer narrative:
D4. Lot# 8644804. H6. Investigation conclusion: 61. H10. Visual inspection confirms a shear fracture of the distal hexalobe. No other remarkable features or observations were identified. No other observable damage or indication of misuse besides cosmetic scratches on the remainder of the instrument. The report indicates that the user was attempting to drive a screw (screw size undefined) at the time of fracture. There was no comment on the quality of bone in which the screw was being inserted into. The driver was subjected to a torsional load greater than the design intent which resulted in shear failure of the hexalobe tip. The root cause is physical damage due to excessive torque which resulted in the tip shearing off.